Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Report source, literature - gavanier, b. Et al (2017). Osteosynthesis of periprosthetic type a and b femoral fractures using an unlocked plate with integrated cerclage cable and trochanteric hook: a multicenter retrospective study of 45 patients with mean follow-up of 20 months. International journal of the care of the injured, 48(12), 2827-2832. Doi: 10.1016/j.injury.2017.10.023. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient with type ag fracture experienced nonunion. Patient was reported to be asymptomatic. Attempts have been made and additional information on the reported event is unavailable.